Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of over 400 mg/dl. The customer had symptoms such as blood and pain at the infusion site and also bent cannulas. Troubleshooting was declined by customer. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.